Event description:
During a normal follow-up, the physician saw t-wave oversensing while measuring the r-wave. The decision was made to cap the pace/sense portion of the rv lead. The defib potion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.